Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The angled cup inserter handle had the plastic grip portion of handle cracked.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the reported device was not be returned for evaluation. Complaints databases searched on product code 920010029 identified similar complaints received previously. A hhe (health hazard evaluation) was completed on 30-aug-2013 for the breakages of radel handles (dva-108291-hhe) and routed on eco-438404. The hhe states that users are required to visually inspect instrumentation prior to use, as per the instruction for use (IFU), and that handle damage / breakages can be easily detected by visual examination. In addition biocompatibility testing was conducted (to iso 10993) on radel. The testing indicated that the material will not cause an adverse tissue reaction or cell lysis / toxicity, should a fragment be left in the patient. The committee decision concluded that the risk is medium and that no further action is necessary. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Continued post market surveillance will be carried out per sep-419 under the post market surveillance plan. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.